Event description:
At 11:20 on (B)(6) 2021, when the patient was using hamilton ventilator for assisted respiration, the ventilator gave a defective alarm, indicating parameter errors, resuming the default settings, and changing the time to 1970-01-01. The patient could not use the ventilator.hamilton-g5 made in 2012. At the moment and resuscitation bag was immediately used to support ventilation. Another tested ventilator was used for the patient to assist ventilation. The lung injury caused to the patient in this event was to be investigated. -[15.11.2021 09:59] - [yyang]--upon investigation, the actual situation was inconsistent with that described by the hospital in the "process of use". Our company learned that: on (B)(6), when the machine was being prepared for the patient's ventilation, it alarmed "panel connection lost" after startup. The department staff immediately prepared another ventilator for the patient to use and contacted the engineer from the equipment department for repair. Upon on-site inspection, our agent engineer confirmed that it was caused by the defective vu esm panel.the machine returned to normal operation after a new panel was used, and passed the test. The ventilator alarmed during the startup, and was not used on the patient. No injury was caused to the patient.the alarm was caused by the defective vu esm panel. This alarm would appear at startup, not at the time when patient started ventilation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). Upon investigation, the actual situation was inconsistent with that described by the hospital in the "process of use". Our company learned that: on (B)(6) 2021, when the machine was being prepared for the patient's ventilation, it alarmed "panel connection lost" after startup. The department staff immediately prepared another ventilator for the patient to use and contacted the engineer from the equipment department for repair. Upon on-site inspection, our agent engineer confirmed that it was caused by the defective vu esm panel. The machine returned to normal operation after a new panel was used, and passed the test. The ventilator alarmed during the startup, and was not used on the patient. No injury was caused to the patient. The failure 'connection panel lost' after starting up the ventilator may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be vu esm or ip reboot due to function failure. In consequence the correction made to replace the esm board. There was no patient or user harm.

Event description:
At 11:20 on (B)(6) 2021, when the patient was using hamilton ventilator for assisted respiration, the ventilator gave a defective alarm, indicating parameter errors, resuming the default settings, and changing the time to 1970-01-01. The patient could not use the ventilator hamilton-g5 made in 2012 . At the moment and resuscitation bag was immediately used to support ventilation. Another tested ventilator was used for the patient to assist ventilation. The lung injury caused to the patient in this event was to be investigated. [(B)(6) 2021 09:59] - [(B)(6)]. Upon investigation, the actual situation was inconsistent with that described by the hospital in the "process of use". Our company learned that: on (B)(6), when the machine was being prepared for the patient's ventilation, it alarmed "panel connection lost" after startup. The department staff immediately prepared another ventilator for the patient to use and contacted the engineer from the equipment department for repair. Upon on-site inspection, our agent engineer confirmed that it was caused by the defective vu esm panel. The machine returned to normal operation after a new panel was used, and passed the test. The ventilator alarmed during the startup and was not used on the patient. No injury was caused to the patient. The alarm was caused by the defective vu esm panel. This alarm would appear at startup, not at the time when patient started ventilation.